Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-06565 and 1627487-2019-06567. It was reported the patient experienced ineffective therapy from the scs system. The patient therefore stopped charging their ipg as reprogramming did not help achieve therapy. Manufacturer representative interrogated the device and found the ipg was unable to communicate with external device and deemed inoperable. To address this issue surgical intervention may take place at a later time.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the full scs system was explanted .